Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error which was reproduced at power up. System error 105 was confirmed and caused by a failed motor with severed motor mount screws. The failed motor assembly and screws were replaced.